Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.